Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapies. The patient was hospitalized. The patient began treatment with vancomycin, 1 gram administered intraperitoneally (ip), and fortum, 250 milligram ip 5/times, for the peritonitis. Two days later, the fortum treatment was withdrawn. The patient was discharged from the hospital and the next day the vancomycin treatment was withdrawn. Pd therapies were ongoing. The patient completely recovered from the peritonitis.

Manufacturer narrative:
(B)(4). (B)(6). The problem was not confirmed, as there was no sample for evaluation and no device malfunction or use error was identified during the report. The root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.